Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that contrast leaked from the bd venflon¿ pro safety peripheral safety IV catheter valve near the patient during the injection, causing the scan to fail. The patient had been lying with their arm above their head, causing the cannula to be "slightly clamped off". This resulted in an increase in pressure and caused the contrast to take the path of "least resistance", leading to the leakage. A "drip onto recovery" was needed for the patient as a result, as well as a second CT scan. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "during contrast injection on CT, the contrast ended up through the pink valve next to the patient. This caused the scan to fail and a new drip had to be injected. The patient was lying with his arm above his head, so that the cannula of the venflon could be slightly clamped off. As a result, an increase in pressure was also noticeable. Normally the pump would then be stopped, now the contrast took on the least resistance and ended up next to the patient. There is probably a defective valve in the venflon." "Have a drip onto recovery because the patient was very difficult to puncture. Then have to make an extra CT scan."

Manufacturer narrative:
H.6. Investigation summary: one sample was received by our quality team for evaluation. Upon visual inspection, a damaged valve that had ruptured at the injection port opening was observed; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The manufacturing process has been reviewed. There is an 100% inspection on leakage of valve after the valve insertion station. A damaged valve that can cause leakage would be rejected. As the damage portion of the valve is only at the port opening area, the probable root cause of the damage valve could be due to pressure build up during use and eventually it burst at the injection port opening area. The built-up pressure could be due to its catheter being occluded during use. Therefore, the reported defect could had happened out of the manufacturing plant. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that contrast leaked from the bd venflon¿ pro safety peripheral safety IV catheter valve near the patient during the injection, causing the scan to fail. The patient had been lying with their arm above their head, causing the cannula to be "slightly clamped off". This resulted in an increase in pressure and caused the contrast to take the path of "least resistance", leading to the leakage. A "drip onto recovery" was needed for the patient as a result, as well as a second CT scan. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from dutch to english: "during contrast injection on CT, the contrast ended up through the pink valve next to the patient. This caused the scan to fail and a new drip had to be injected. The patient was lying with his arm above his head, so that the cannula of the venflon could be slightly clamped off. As a result, an increase in pressure was also noticeable. Normally the pump would then be stopped, now the contrast took on the least resistance and ended up next to the patient. There is probably a defective valve in the venflon." "Have a drip onto recovery because the patient was very difficult to puncture. Then have to make an extra CT scan."